Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 523 mg/dl. The customer was admitted to the hospital. The customer saw her doctor for pain on her right side and in that process her blood glucose was high and she was sent to the hospital from the doctor's office. Customer was treated with lantus and 2 units of novalog or humalog. The customer was off the pump prior to hospitalization for an hour and a half. The customer was not able to troubleshoot for high blood glucose, no delivery and low batter at this time because her circumstances at the hospital. The customer was advised to call back tonight or when she if free to troubleshoot.